Event description:
Event verbatim [preferred term] her skin had burned and blistered where the wrap had been on her neck [burns second degree] , did not check the skin under the wrap during usage, had read usage instructions prior to use [intentional device misuse] , used heatwrap for arnold-chiari malformation, had read usage instructions prior to use [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A 55-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were unknown) from (B)(6) 2018 to (B)(6) 2018 for arnold-chiari malformation because her neck was really sore, and it gets stiff with this condition. The patient's medical history was not reported. The patient was not pregnant and was reported as post-menopausal. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in either 2015 or 2016 for approximately 4 to 6 hours for "cramps" with no adverse effect. The patient applied one of the heatwraps on her neck, directly on her skin, on (B)(6) 2018 and left it in place for approximately 4 hours and then discarded it and she was fine. On (B)(6) 2018, the patient applied the heatwrap by attaching the adhesive directly on the skin around 8:00am. At approximately 10-10:30am, the patient's neck was burning so she removed the heatwrap and found her skin had burned and blistered where the wrap had been on her neck. The patient did not consult a healthcare professional as a result of the event. She stated she can still see the adhesive mark on her neck where the wrap had been. The packaging was sealed and intact. The patient had discarded the product. The patient assessed her skin tone as dark or olive brown. She denied having sensitive skin or abnormal skin conditions. The patient denied having diabetes, poor circulation, heart disease, rheumatoid arthritis, decreased sensation, neuropathy and difficulty feeling heat or pain on her skin. She is currently under the care of a physician for her chiari malformation. The patient was using heatwraps from a red box. She did not engage in exercise while using the product. The patient did not check her skin under the heatwrap during use despite having read the usage instructions prior to use. The patient denied taking any medications, including over the counter, herbal, nutritional or any applied to the skin during the time the event was experienced. She did not use the product while sleeping and did not heat the product in the microwave prior to usage. The patient reported she did not apply the heatwrap over damaged or broken skin. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included application of neosporin and a band aid to cover the burn blister. No hospitalization required as a result of the events. Clinical outcome of the event burn was resolved on an unspecified date in nov2018 (reported as 8 days). Clinical outcome of remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28nov 2018): new information received from a contactable attorney includes: updated patient's medical history, updated suspect product start/stop dates, updated event onset date for event burn blister, event outcome of event burn blister, reaction data (updated event burn to burn blister) and no hospitalization required.

Event description:
Event verbatim [preferred term] her skin had burned and blistered where the wrap had been on her neck [burns second degree] , did not check the skin under the wrap during usage, had read usage instructions prior to use/applied one of the heatwraps on her neck, directly on her skin [intentional device misuse] , used heatwrap for arnold-chiari malformation, had read usage instructions prior to use [intentional device use issue] . Case narrative:this is a spontaneous report from a contactable consumer. A 55-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were unknown) from (B)(6) 2018 to (B)(6) 2018 for arnold-chiari malformation because her neck was really sore, and it gets stiff with this condition (stiff neck associated with arnold-chiari malformation). The patient's medical history included post-menopausal and the patient was not pregnant. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in either 2015 or 2016 for approximately 4 to 6 hours for "cramps" with no adverse effect. The patient applied one of the heatwraps on her neck, directly on her skin, on (B)(6) 2018 and left it in place for approximately 4 hours and then discarded it and she was fine. On (B)(6) 2018, the patient applied the heatwrap by attaching the adhesive directly on the skin around 8:00am. At approximately 10-10:30am, the patient's neck was burning so she removed the heatwrap and found her skin had burned and blistered where the wrap had been on her neck. The patient did not consult a healthcare professional as a result of the event. She stated she can still see the adhesive mark on her neck where the wrap had been. The packaging was sealed and intact. The patient had discarded the product. The patient assessed her skin tone as dark or olive brown. She denied having sensitive skin or abnormal skin conditions. The patient denied having diabetes, poor circulation, heart disease, rheumatoid arthritis, decreased sensation, neuropathy and difficulty feeling heat or pain on her skin. She is currently under the care of a physician for her chiari malformation. The patient was using heatwraps from a red box. She did not engage in exercise while using the product. The patient did not check her skin under the heatwrap during use despite having read the usage instructions prior to use. The patient denied taking any medications, including over the counter, herbal, nutritional or any applied to the skin during the time the event was experienced. She did not use the product while sleeping and did not heat the product in the microwave prior to usage. The patient reported she did not apply the heatwrap over damaged or broken skin. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included application of neosporin and a band aid to cover the burn blister. No hospitalization required as a result of the events. Clinical outcome of the event "her skin had burned and blistered where the wrap had been on her neck" was resolved on an unspecified date in (B)(6) 2018 (reported as "8 days"). Clinical outcome of remaining events was unknown. Follow-up (28nov2018): new information received from a contactable attorney includes: updated patient's medical history, updated suspect product start/stop dates, updated event onset date for event burn blister, event outcome of event burn blister, reaction data (updated event burn to burn blister) and no hospitalization required. Follow-up (25mar2020): new information received from the product quality complaint group included investigational results. According to the product quality complaint group: reasonably suggest device malfunction: no. This investigation was conducted for an unknown lot number neck/shoulder/wrist 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] patient's neck was burning so she removed the heatwrap and found a burn where the wrap had been on her neck [thermal burn], did not check the skin under the wrap during usage, had read usage instructions prior to use [intentional device misuse], used heatwrap for arnold-chiari malformation, had read usage instructions prior to use [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were unknown) from (B)(6) 2018 for arnold-chiari malformation because her neck was really sore, and it gets stiff with this condition. The patient's medical history included sensitive skin. The patient was not pregnant and was reported as post-menopausal. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for "cramps" with no adverse effect. The patient applied one of the heatwraps on her neck on (B)(6) 2018 and left it in place for approximately a few hours and then discarded it and she was fine. On (B)(6) 2018, the patient applied the heatwrap by attaching the adhesive to the body around 8:00am. At approximately 10-10:30am, the patient's neck was burning so she removed the heatwrap and found a burn where the wrap had been on her neck. The patient did not consult a healthcare professional as a result of the event. She stated she can still see the adhesive mark on her neck where the wrap had been. The packaging was sealed and intact. The patient had discarded the product. The patient assessed her skin tone as dark or olive brown. She reported having sensitive skin but no abnormal skin conditions. The patient denied having diabetes, poor circulation, heart disease, rheumatoid arthritis, decreased sensation, neuropathy and difficulty feeling heat or pain on her skin. She is currently under the care of a physician for her chiari malformation. The patient was using heatwraps from a red box. She did not engage in exercise while using the product. The patient did not check her skin under the heatwrap during use despite having read the usage instructions prior to use. The patient denied taking any medications, including over the counter, herbal, nutritional or any applied to the skin during the time the event was experienced. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included application of neosporin and a band aid to the burn. Clinical outcome of the event burn was not resolved. Clinical outcome of remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn on neck and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The above events are medically assessed as associated with the use of the device. The event intentional device use issue was assessed as non-serious and assessed as not associated with the use of the device., comment: based on the information provided, the events of "burn on neck and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The above events are medically assessed as associated with the use of the device. The event intentional device use issue was assessed as non-serious and assessed as not associated with the use of the device.